Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 3 months, it was reported that the device was unable to be interrogated after the pt was admitted to hosp. No adverse pt side effects have been reported. The device was explanted.